Event description:
A facility representative reported during intraocular lens (iol) implant procedure , surgeon attempted lens to insert as incision was too small the lens half in the incision or half out of the cartridge. The procedure was completed with another lens in a initial procedure by widening the size of incision .

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Information was provided that the incision was too small and needed widening. A malfunction has not been indicated against the lens. The account indicated the product was not available to evaluate. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).